Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second clip detaching from both leaflets and embolizing requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip delivery system (cds) (11103r248) was advanced and placed on the tricuspid valve. Post-deployment the clip detached from the septal leaflet (single leaflet device attachment (slda)). A second cds (11103r247) was advanced to the tricuspid valve and deployed to stabilize the slda clip. Immediately after deployment, the clip completely detached from both leaflets and embolized. The clip appeared to be stuck in the hepatic vein and it was snared and removed from the patient. The procedure was aborted, the slda clip remains implanted in the patient and the tr remains at a grade of 4. There was no clinically significant delay in the procedure. The physician was aware that it is off label to implant a mitraclip on the tricuspid valve. However, the physician believes the slda was due to the patient¿s anatomy, as the leaflets were not amenable to the therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip detaching from both leaflets appears to be due to challenging patient anatomy. It should be noted that the mitraclip g4 system instructions for use (IFU) states under the indication for use section that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation¿. The reported off-label use is due to the mitraclip device being used on the tricuspid valve. The reported embolism is a cascading event of the clip detaching from both leaflets. Additionally, the reported patient effect of embolism is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and removal of foreign body were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a